Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was admitted to the hospital and transferred to the intensive care unit for another indication. The following day (while hospitalized), the patient was diagnosed with peritonitis. The patient was treated with vancomycin (2 gm, route, frequency and duration not reported) and meropenem (250 gm, each exchange, route, frequency and duration not reported) for the peritonitis. The following day the patient experienced a cardiac arrest and subsequently passed away. The cause of death was reported as due to cardiac arrest. It was reported an autopsy was not performed. It was unknown if the peritonitis was resolved prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.